Event description:
It was reported that during a prostate procedure, the blade tip broke off into the pt. The tip was retrieved. Another device was used to complete the procedure. There was no adverse consequence to the pt.